Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the issue has been isolated to a defective overlay; overlay contained a defective buttons. The unit has been repaired, tested and recertified per procedure and the software was updated. The unit was restored to proper operation.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. On (B)(6) 2016, service found the pump would power on per command, but would power off without command.